Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range pace impedance measurements. A lead fracture was suspected and the patient subsequently booked for revision. During the revision procedure the lead was reviewed under x-ray but the fracture could not be visualized at that time. This lead was surgically abandoned and replaced with a new lead. It was noted that the patient was active around the suspected time of lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.